Event description:
Reported due to a pseudoaneurysm. It was reported a pt underwent a successful arteriotomy closure following an unk procedure. Hemostasis was achieved with the starclose device. A femoral angiogram confirmed the puncture site to be in the common femoral artery (cfa); vessel size and condition were not reported. The stick was reportedly on the "high side of the cfa." One 02/09/2006, during a routine follow-up office visit two weeks after the procedure, he was diagnosed with an eight (8) mm. Pseudoaneurysm. He was treated with a thrombin injection at another hospital on an unk date. No other adverse events were reported. At last report, the pt was reported to be "okay". Although requested, no additional information was provided.